Manufacturer narrative:
The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The likely cause of the reported e103 malfunction is due to the life of the lamp. If lamp fails to light, an e103 fault occurs and the emergency light turns on. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: regarding the e103 error - please check examination lamp. Possible cause - the light source has broken down. Solution - immediately turn off the light source and inspect the lamp as described in the instruction manual for the light source. If no irregularity is observed on the lamp, immediately turn off the light source, unplug the power cord from the wall mains outlet and the ac power inlet on the light source, then contact olympus. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
During troubleshoot via telephone, the olympus technical assistance center (tac) was informed the customer was using non-olympus bulbs with the light source. Tac recommended replacing the bulb with a known working bulb and also to use olympus bulbs. It was further reported that the error e103/dim light was resolved by replacing the bulb. No device will not be returned. A review of the device's repair history indicates there was no previous repair records; the device was purchased on (B)(6) 2015. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During preparation for use in an unspecified diagnostic procedure, the evis exera iii light source reportedly had an error, e103, and a dim lamp malfunction. The patient was moved to another room to start the procedure. There was a delay but it is unknown how long the delay was. The intended procedure was completed using a different light source. No patient injury or harm was reported.